Manufacturer narrative:
The complaint condition was confirmed for the confidence spinal cmt sys, 11c (p/n: 283910000, lot#: 302584). The black rubber plunger was found in front of the hardened cement. While a root cause for the reported issue cannot be determined with the available information, it is likely that the reservoir cap was accidentally placed onto the reservoir before mixing and transferring the cement into the reservoir. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There is a possibility the cement may have solidified prematurely due to the manner with which it was stored and other environmental factors that might have an impact on the cement¿s setting time contributing to the leak. The confidence spinal cement system kit¿s instructions for use states that the cement should be stored unopened in its original packaging, in a dry, clean place away from light, at a maximum temperature between 41° f (5° c) and 77° f (25° c). Working time at operating room and material temperature of 20 degrees celsius is 9 minutes. The handling characteristics and setting time can vary if the product has not been fully equilibrated at 68° f (20° c) before use. The unopened product should be stored at 68° f (20° c) for a minimum of 24 hours before use. No other potential defects were observed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the DHR of product code: 283910000, lot : 302584. Was electronically reviewed and no non-conformances. Were observed during the manufacturing process. The product was released on: 29.03.2021. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the black rubber from the reservoir cap ended up in front of the cement. No patient consequence was reported. This report is for one (1) confidence spinal cement system confidence plus kit spinal cement system 11cc. This is report 1 of 1 for (B)(4).